Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp helium loss alarm is not confirmed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that a patient was transferred from an outside hospital with a 50cc maquet intra-aortic balloon (iab). The patient was placed on the intra-aortic balloon pump (iabp) along with the adapter from maquet, the staff received a helium loss alarm. The staff went down to 40cc on the iab but did not clear the alarm. No blood was noted in the driveline. The patient went to surgery, but the alarm persisted. As a result, the surgeon opted to wean the iab and the patient was supported with medical management. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that a patient was transferred from an outside hospital with a 50cc maquet intra-aortic balloon (iab). The patient was placed on the intra-aortic balloon pump (iabp) along with the adapter from maquet, the staff received a helium loss alarm. The staff went down to 40cc on the iab but did not clear the alarm. No blood was noted in the driveline. The patient went to surgery, but the alarm persisted. As a result, the surgeon opted to wean the iab and the patient was supported with medical management. There was no report of patient complication or serious injury and death.